Event description:
It was reported that the ilet allowed prolonged periods of high blood glucose and episodes of low blood glucose despite a full reset and ongoing use, and the healthcare professional advised that the device was not operating as intended, leading to shipment of a replacement unit. Symptoms included hyperglycemia and hypoglycemia. Outcomes included device replacement and interruption of normal device use. Investigation included internal case review and arrangement for device return and evaluation. Investigation of this case revealed that the cause of the glycemic excursions was unclear based on available information. It was concluded that a device malfunction could not be ruled out and the device was replaced to restore therapy continuity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.